Event description:
A patient reported that meter kept prompting a "not ok" message. This issue was not resolved. Meter also allegedly was reading inaccurately erratic. The results on meter were 200 mg/dl and 500 mg/dl. Tests were done within 5 minutes with a difference of 76%. There was no medical intervention. No further information has been reported.